Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (over 600 mg/dl) due to needing an adjustment to the pump's personal profile settings. Customer administered a correction bolus and a manual insulin injection to address the elevated bg level. Reportedly, the customer will consult with healthcare provider regarding settings adjustments.